Event description:
Note: this report pertains to one of the two nephromax balloon dilatation catheter used during the same procedure. It was reported to boston scientific corporation that two nephromax balloon dilatation catheter devices were used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inserted over the wire and was inflated, however; it did not reach 20atm and burst. The same issue occured on the second nephromax balloon dilatation catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon had a longitudinal tear which started at the distal markerband and extended proximally along the balloon. There was no evidence to suggest that the device was used in a manner inconsistent with the labelled indications. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of the two nephromax balloon dilatation catheter used during the same procedure. It was reported to boston scientific corporation that two nephromax balloon dilatation catheter devices were used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inserted over the wire and was inflated, however; it did not reach 20atm and burst. The same issue occured on the second nephromax balloon dilatation catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.